Event description:
Medtronic received a report that the patient (pt) called in about their pipeline device that was placed on (B)(6) 2015. Pt stated that after the procedure they had a major brain injury. Pt stated that it was an infarct of the inferior basal ganglia. Pt states it took 1hr and 28 minutes to respond to their brain bleed. After, pt could not write and had a wide variety of cognitive issues. Pt is unable to work after this event. Pt stated that they had the routine follow up at 6 months and 1 year, but nothing after that. Pt now is stating that they have been having gi issues (numerous gi bleeds, vomiting blood). Pt recalls going to the hospital for this on (B)(6) 2025. Pt is having personality changes, vision changes, weight loss, headaches and 9/10 pain. Pt is seeing a hematologist but states that there are no doctors to help her. Pt is now calling to inquire about information on this product and wants to know if this device could have been the cause of a coagulopathy they now have and also if it is causing a reaction in their factor 12 levels in their blood. Pt states that factor 12 level can change due to metal in the body and react with it. Patient called back stating that they are still having bleeding/clotting issues. Pt stated that they would like the MRI information on their device. Pt states that they still have a 9/10 headache, no range of motion in their neck (due to a fusion of c1, c2 vertebrae) and still their gi issues.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Annex e code corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.